Event description:
It was reported that about two weeks after the implant procedure, the right ventricular lead threshold had steadily increased. A chest x-ray revealed no dislodgement and the threshold was stable so the lead will be monitored and remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.